Event description:
It was reported the patient did not have good coverage and a lead revision was performed. The patient received great coverage after the revision.

Manufacturer narrative:
Additional review determined conclusion (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that prior to having their lead replaced the distal part of the lead turned away from the target location. Due to the lead movement stimulation wasn¿t working correctly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a 50% or greater reduction in symptoms. The cause of the event was not device related and it was noted it was due to "poor placement." They replaced the leads with new ones and the patient was doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).